Manufacturer narrative:
On 05 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: postoperative infection occurred 3 weeks after surgery. Infection is a known adverse event that may follow surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on 17 january 2017. Lot 160076: (B)(4) items manufactured and released on 22 march 2016. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Infection developed post surgery. The surgeon replaced the liner. The surgery was completed successfully. X-rays and explants are available.